Event description:
The customer reported that the system displayed a low ma error code. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep performed a filament duty cycle calibration and made several fluoro exposures at various techniques with no errors. The system operates properly at this time.